Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
The customer reported that the autopulse platform (sn (B)(6) ) stopped working due to an unknown fault code. Based on the archive data, the autopulse platform stopped and displayed user advisory (ua) 18 (max take-up revolutions exceeded) on the reported event date. The observed ua18 in the archive was not reproduced during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. Unrelated to the reported complaint, a crack across the screw well area of the front enclosure handle was noted upon visual inspection. The likely cause of the observed physical damage is user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated several ua18 on and around the reported event date. Unrelated to the reported complaint, further review of the archive data indicated ua07 (discrepancy between load 1 and load 2 too large) and ua45 (not at "home" position after power-on/restart) around the reported event date. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions for this user advisory are to pull up completely on the lifeband, ensure that the patient and the band are correctly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (moving the driveshaft back to its home position), then restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position or the patient/manikin is not correctly centered. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. The autopulse platform passed the initial functional testing without error or fault. The autopulse platform was further subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) for 32 minutes, and the platform passed without error or fault. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error.

Event description:
The customer initially reported that the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) intermittently during device inspection and could be cleared sometimes after reset. Later, the customer provided additional information stating that the fault code was unknown, and that this platform was being used on a patient call. According to the customer, the patient was on the platform and getting treatment, and the platform stopped working. No adverse effect on the patient was reported.